Manufacturer narrative:
Due to character restrictions in block e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that small hair was spotted to the side of the oasis drain upon opening the outer plastic wrap. It was stuck directly to the pleuravac. There was no patient involved or harm reported.

Event description:
N/a.

Manufacturer narrative:
Additional information- d9.